Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a cubie pocket was failed to open. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a cubie pocket was failed to open. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the failed pocket and drawer error triggered a 'require maintenance' message. A field service engineer (fse) tested the drawer and found that all 3 remaining pockets in row a failed to open or eject. Rebooting the station and retesting showed no change. The row board cable was tight, and no debris was found. Row board a was replaced. Tests were performed in hardware test application. Escort tested the repaired drawer and completed row a inventories. The system functioned as intended after the field service engineer repaired the device.